Event description:
The customer reported that manual antibody performance on a patient using biotestcell- i11 with peg methodology yielded false positive reactions on various reagent red blood cells. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false positive test result. Testing of the biotest-i11 retained sample in our quality control laboratory is still ongoing.

Event description:
The customer reported that manual antibody performance on a patient using biotestcell- i11 yielded false positive reactions on various reagent red blood cells in the tube technique with the enhancement medium polyethylene-glycol (peg). The customer has neither returned the supposedly defective product nor the sample that had caused false positive test results. Therefore our quality control laboratory tested the retained sample of biotestcell-i11 with different positive and negative controls and samples in the tube technique with polyethylene-glycol (peg). All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.